Event description:
It was reported that the unit had an auto zero sensor error. The unit was being set up for use at the time of the event. No patient or user harm was reported. No patient or user harm was reported. Per the good faith effort (gfe) response, the customer repaired the solenoids (1-4) to resolve the issue. The unit was returned to service.